Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed motor error multiple times. The patient's blood glucose level was 152 mg/dl at the time of the call. The customer agreed to call back at later time about the issue. The customer did not return the product back for analysis.